Event description:
Boston scientific crm received information that during follow-up this right ventricular (rv) lead exhibited a gradual increase in pacing impedance values from 1000 to 2700 ohms over the past month. Strips have been sent to bsc technical services (ts) for review, and discussed that the change in impedance could be related to lead tip/tissue interface or a calcification of the lead tip for which the impact observed is gradually increasing impedances. The threshold and sensing values are within normal range, but the pacing impedance values are nearing the out of range mark. Bsc ts discussed it the physician's discretion on how to precede, but if there is an increase in threshold, decrease in sensing and/or the pacing impedance reaches the out of range mark, then a lead revision should be performed. When the impedance is out of range, the device can no longer monitor the entire lead performance and, as such, ts recommended a lead revision which may only include the introduction of a new rate/sense lead as the shock impedance is stable. There were no adverse patient effects reported. Subsequently, additional information was received that at the most recent follow-up, high out of range pacing impedance measurements were again observed, and there was also an increase in shock impedance measurements. A save to disk was sent to ts for review. Ts confirmed high out of range pacing impedance measurements. Ts discussed the increase in shock impedances was likely related to the ionic layer. Through experiences from the field, tachy leads which did not deliver a shock for a certain amount of time, can have an ionic layer build up around the coils which may increase the shock lead impedance measurements gradually. As the shock lead impedance is not out of range yet, no immediate action is required. There were no adverse patient effects reported.

Event description:
Subsequently, additional information was received that a lead revision will be performed at the next follow-up. The date of the next follow-up is unknown at this time.

Event description:
The patient with this lead has since undergone defibrillation test (dft), to ensure no compromises to critical therapy. The rhythm was converted with a single 21 joule shock and returned an impedance measurement of 74 ohms; pacing impedance still remained high out of range. The r-waves and thresholds were stable. Technical services has been contacted for recommendations on lead explant. No resulting adverse patient effects of note.

Manufacturer narrative:
This rv lead remains implanted, so therefore will not be returned for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
During a subsequent follow-up, the physician confirmed stable shock impedance measurements and favorable r-wave values. For this reason, no intervention was required and the lead remains active. No adverse effects reported.